Manufacturer narrative:
E1 - name and address: line 2: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, after lithotripsy, during a stone removal procedure, the doctor took an ngage nitinol stone extractor´s basket to remove the stone. The user detected the handle did not function and the basket could not be opened. The user changed to a new basket to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Correction: d3 and g1. Investigation ¿ evaluation: as reported, after lithotripsy, during a stone removal procedure, the doctor took an ngage nitinol stone extractor's basket to remove the stone. The user detected the handle did not function and the basket could not be opened. The user changed to a new basket to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer's instructions (mi), and quality control (qc) procedures were conducted during the investigation. Functional tests and visual inspection of the returned complaint device was also conducted. One device was returned for investigation with only label cut from original packaging. Handle in open position. Handle does not actuate basket formation. Handle was disassembled and support sheath pulled loose from basket sheath, presence of adhesive confirmed. Able to manually actuate formation, revealing one broken wire. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for lot. A complaint history database search showed three other related complaints for the complaint device lot. One of this was unable to determine nature of reported issue and there was no evidence that the other 2 complaints reported from the lot were related to the current complaint. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: suggested handling instructions for extractors and forceps: important: excessive force could damage device. The returned device was found to have a basket that was not functional due to separation of the orange strain relief and basket sheath. Adhesive was observed on the basket sheath, indicating proper assembly. The cause for the separation of the two components could not be established. It was also observed that the returned device had a broken basket wire. A picture of the complaint device was supplied by the user that showed the basket was intact. The broken wire likely occurred during return of the complaint device. Based upon the available information, inspection of the returned device, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified, and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.